Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer¿s blood glucose was 40 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Based on customer report customer was not alleged insulin pump was over delivering. Customer declined troubleshooting low blood glucose, stating her healthcare professional has already changed her settings. The insulin pump will not be returned for analysis.